Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). Product was requested for investigation. The customer was not able to return the strips as they had been discarded. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. The meter result was 3.6 inr and within an hour the laboratory result was 2.7 inr. There was no change in the patients warfarin dose based on the meter result. The patients therapeutic range is 2.5-3.5 inr.